Event description:
A report was received that the patient was having pain at the ipg site. It was also reported that the patient was still having soreness at the ipg site when he sit back against it. The patient will undergo a revision procedure wherein the ipg will be repositioned.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having pain at the ipg site. It was also reported that the patient was still having soreness at the ipg site when he sit back against it. The patient will undergo a revision procedure wherein the ipg will be repositioned.